Event description:
Intra-abdominal fluid collection [(localised intrabdominal fluid collection]. Case description: literature-spont report received on 19-feb-2009 from a company representative regarding a female pt of unk age and initials, whose relevant medical history included cancer. This report was received from a literature article entitled "postoperative intra-abdominal collections using a sodium hyaluronate-carboxymethylcellulose barrier (ha-cmc) at the time of laparotomy for ovarian, fallopian tube, or primary peritoneal cancers". On an unk date, the pt received an unk number of sheets of seprafilm during a laparotomy procedure. Following the procedure, the pt experienced intra-abdominal fluid collection which required drainage. It was the opinion of the physician that the seprafilm was associated with the diagnosis of post-operative abdominal collection. As of the date of receipt of this report, the pt outcome was unk. No further info was provided. (B)(4).

Manufacturer narrative:
Eval summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted. Conclusions: ha-cmc appears to be associated with a diagnosis of postoperative intra-abdominal collections without a reduction in the rate of postoperative ileus or small bowel obstruction in patients undergoing debulking.